Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy, the gasket at the trocar was leaky, so the abdomen collapsed. No further info is available. There were no adverse consequences to the pt.